Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lung cancer surgery, when detaching a lung tissue, the device would not fire. Green button was pressed but handle could not be squeezed. Both handle and reload were replaced to resolve the issue in order to complete the case. There was no patient injury.